Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male on an impella 5.5 due to cardiomyopathy. During support, the aic (console) battery immediately dropped to 50% when unplugged to ambulate the patient. There are no other active alarms and the battery returns to 100% when plugged back in. There was no patient harm and the patient remains on support.

Manufacturer narrative:
D9: added the devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the battery level low alarm was a communication anomaly between the battery and power battery management board.